Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, a 52mm acetabular cup package was opened and found to contain the wrong sized implant (50mm). Another acetabular cup was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that an order was mixed and could result in a delay to the procedure or the incorrect sized acetabular cup being implanted into a patient. (B)(4).